Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
During device preparation for a transfemoral tavr procedure, a 29mm sapien 3 valve was removed from the packaging and visually inspected. During the inspection, a small black line of the inside of one of the leaflets was observed. The valve was not used for the procedure. A new sapien 3 valve was prepared and successfully used.

Manufacturer narrative:
The 29mm sapien 3 valve was returned to edwards for evaluation. Visual inspection revealed the following: one (1) black particulate on the cp3 inflow side of the leaflet. Functional and dimensional testing was not performed as the evaluation is based on visual inspection and material analysis. During manufacturing, all inspections are visually conducted on 100% of the units. Throughout the valve assembly process, inspect valve and remove loose particulate/ fibers, and glut change out is performed at the end per procedure. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformances that would have contributed to the complaint event. A lot history record review was performed and did not reveal any related complaints. The commander delivery system with s3/s3u thv and device preparation manual were reviewed. The training manual provides guidance on thv rinsing. Verify final thv size and correct time to unpack thv with operating physician, examine thv box and jar, remove thv and holder without touching tissue using hemostats or forceps and check for frame or tissue damage. Do not use if damaged. If container is damaged, expired, leaking, without adequate sterilant, or missing intact seals, the thv must not be used. Completely submerge thv/holder assembly in first bowl of greater or equal to 500 ml sterile physiologic saline and gently swirl back and forth for at least one minute to remove the glutaraldehyde. Thv should not come in contact with identification tag, bottom or sides of rinse bowls, no other objects should be placed in rinse bowls and thv should be kept hydrated throughout the rest of the preparation procedure to prevent tissue from drying. Transfer thv/holder assembly to second bowl of greater or equal to 500 ml sterile physiologic saline, completely submerge, and gently swirl back and forth for at least one more minute to remove the glutaraldehyde and leave thv/holder assembly completely submerged in final rinse solution until needed to prevent tissue from drying. The appearance of thv leaflets during the rinsing process should not be used to judge the adequacy of thv coaptation. During the manufacturing process, each thv is individually inspected to confirm proper coaptation under physiological backpressure conditions prior to release. No IFU or training deficiencies were identified. The complaint for particulate was confirmed from the evaluation of the returned valve. A review of DHR, lot history, complaint history, and manufacturing mitigations did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. Per ftir material analysis results, the black particulate showed similar absorption to polyether ether ketone (peek) material. Process walk through was performed by manufacturing. Process walk through was performed by manufacturing to ensure none of the material, fixtures, or tooling used match black olefin material. Additionally, during manufacturing process, all sapien 3 valves are 100% visually inspected for particulate. Therefore, it is highly unlikely that a manufacturing defect contributed to the event. No labeling/ IFU deficiencies were identified during evaluation. As reported, 'during the inspection, a small black line of the inside of one of the leaflets was observed. The valve was not used for the procedure'. It is possible that the particulate was introduced during device preparation, as it was observed during the valve rinsing process. In this case, available information suggests that procedural factors (device prepping handling) may contributed to the complaint event. However, a conclusive root cause is unable to be determined at this time. Based on the DHR, lot history, complaint history review and the listing of tooling, fixture and material for the manufacturing of 9600tfx, it is concluded that the black particulate was unlikely to be a manufacturing non-conformance was unlikely to be a manufacturing non-conformance as no polyether ether ketone (peek) like material are being used in the manufacturing of 9600tfx. Currently, there are several manufacturing mitigations in place to detect and reject particulate and/ fiber on valve. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. No corrective or preventative action nor product risk assessment is required. However, an awareness communication emphasizing the important of in-process mitigation on foreign particulate during manufacturing was performed as a precautionary measure.